Event description:
It was reported that the pt's implant has 6 channels with status hi and a short circuit between channels 3 and 4. Since only 4 working channels remain, the pt's family is considering revision surgery in the united states.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.